Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sigmoidectomy, while being applied at the anastomosis of the colon, there was an anastomosis insufficiency. The patient incurred temporary injury with bleeding and required conservative treatments during the 2nd day of post-op, to prevent permanent impairment of patient function. The patient was alive with tissue damage.